Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, analysis was unable to prime the insulin pump during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with missing segments due to cracked zebra connector on lcd board. The insulin pump was received with corroded battery tube. The insulin pump was received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The insulin pump was returned for analysis.